Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is loose from the glass cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap and can rotate within the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure three fibers with the same issue of fibers' bouncing to standby mode while being used with total joules of 378,675 and time expended 37:31 minutes was noted. The surgeon was not able to complete the procedure with the laser. How the procedure completed was not provided. Patient outcome: "no injury" to the patient was reported. This report is for third fiber.